Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and dvd drive, and reloaded system software and calibration files. System operates as intended.

Event description:
The customer reported the system displayed a high capacity disk failure message and is missing images after reboot. No patient injury was reported.